Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on several components of an aquabplus 2000. The biomed was informed that the reverse osmosis (ro) was not working and was called onsite to evaluate the machine. When the biomed arrived, the ro was powered off. The biomed did not see any alarm codes displayed because the monitor was not on. The biomed noticed a burning smell and immediately opened the hood to investigate where it was coming from. The biomed found that the motor protection switch (mps) and the three black cables connected to the switch were burnt. The biomed said the damaged parts were found in stage 1. There were no signs of smoke, sparks, or flames. The biomed said that the contactor (at the other end of the three black wires) was also burnt. The biomed was able to get a spare mps and a spare contactor from another clinic, but there were no spare cables available. The biomed said the cables were on backorder. Therefore, they contacted an electrician to come onsite to perform the repair. The cables, the mps, and the contactor were all replaced. The electrician reportedly threw away the damaged parts; no sample was available for evaluation. The biomed confirmed there were no storms or local power grid issues around the time of the event. In addition, there were no blown fuses in the local power supply. The biomed said the ro was in supply mode when it shut off. They were unsure what the cause of the failure was. The biomed said the ro was out for about one hour, but the clinic has two ro systems and they were able to utilize the other one while this one was out of service. There was no negative patient impact due to the events. Photos of the reported damage were taken, and they were provided for review. The biomed could not provide the ftp files as they did not know how to download them.

Manufacturer narrative:
Plant investigation: no parts were returned for physical evaluation. A review of similar complaints was not required. However, the reported event can be confirmed based on the available information. The cause of the thermal damage was bad electrical contact at the motor protection switch (mps). The cable lug connections at the mps overheated from increased contact resistance and there was an increase in thermal energy. The mps tripped and operation of the device was interrupted. Photos were provided for review. Residue and deposits from thermal damage to the wire insulation can be seen on the contactor housing. The failure pattern due to the old wiring design is a known issue and is addressed in a CAPA. As a result of the CAPA, a new wiring design was released. Although the mps and wiring were redesigned, they are not currently available on the us market. A review of the machine files was not required. The provided pictures were sufficient in determining the cause. A review of the device history record (DHR) was also not required. Based on the available information, the reported event was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on several components of an aquabplus 2000. The biomed was informed that the reverse osmosis (ro) was not working and was called onsite to evaluate the machine. When the biomed arrived, the ro was powered off. The biomed did not see any alarm codes displayed because the monitor was not on. The biomed noticed a burning smell and immediately opened the hood to investigate where it was coming from. The biomed found that the motor protection switch (mps) and the three black cables connected to the switch were burnt. The biomed said the damaged parts were found in stage 1. There were no signs of smoke, sparks, or flames. The biomed said that the contactor (at the other end of the three black wires) was also burnt. The biomed was able to get a spare mps and a spare contactor from another clinic, but there were no spare cables available. The biomed said the cables were on backorder. Therefore, they contacted an electrician to come onsite to perform the repair. The cables, the mps, and the contactor were all replaced. The electrician reportedly threw away the damaged parts; no sample was available for evaluation. The biomed confirmed there were no storms or local power grid issues around the time of the event. In addition, there were no blown fuses in the local power supply. The biomed said the ro was in supply mode when it shut off. They were unsure what the cause of the failure was. The biomed said the ro was out for about one hour, but the clinic has two ro systems and they were able to utilize the other one while this one was out of service. There was no negative patient impact due to the events. Photos of the reported damage were taken, and they were provided for review. The biomed could not provide the ftp files as they did not know how to download them.